Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, miniarc and elevate was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was referenced that the patient underwent a gynecological procedure on (B)(6) 2006 and pelvilace to and pelvisoft acellular collagen biomesh were implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with colposcopy with cauterization of vaginal intraepithelial neoplasia, a&p repair, repair of rectal laceration and excision and revision of abdominal scar. It was reported that patient underwent revision of the midureteral sling on (B)(6) 2009, due to retention, pain, and failure of the synthetic mesh. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.